Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(6). Device manufacture date: unknown. Investigation summary: the customer reported the tubing separated on its own and returned a photo of the sample. The sample is clearly separated at the filter and the complaint is verified. Without the physical sample, a root cause could not be determined. A device history record review could not be performed on model 11532269 because a valid lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced component separation. The following information was provided by the initial reporter: IV tubing infusing parenteral nutrition noticed to have separated on own just prior to filter part of tubing. From filter down to patient was attached to pt & on crib. The remainder of tubing found on floor.